Manufacturer narrative:
The product investigation was re-open to include details that clarify ¿char was observed on the thermocool® smart touch® sf bi-directional navigation catheter during visual inspection. As such, generator and cool flow pump and pressure gage test were performed in accordance with bwi procedures. The device was working correctly, and no temperature or irrigation issues were detected during the analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Manufacturer¿s ref # (B)(4) initially this event was assessed as MDR reportable for a thrombus/clot/coagulation issue. During review on 5/20/2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, the h6. Medical device problem code of ¿device contamination with body fluid¿ is being used to represent the issue.

Manufacturer narrative:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported that during the procedure, coagulation was noted attached to the tip of the thermocool® smart touch® sf bi-directional navigation catheter. No patient consequences were reported; the patient did not exhibit neurological complications. It is unknown how the issue was resolved. It is unknown if the procedure was successfully completed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, temperature and irrigation evaluation of the returned device. Visual analysis of the returned sample revealed that clot was observed on the thermocool® smart touch® sf bi-directional navigation catheter. Generator and cool flow pump and pressure gage test were performed in accordance with bwi procedures. The device was working correctly, and no temperature or irrigation issues were detected during the analysis. A manufacturing record evaluation was performed for the finished device 30483447l lot number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no temperature nor irrigation issues could be verified during product analysis to determine the cause of the reported event, the instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. The event described could not be confirmed as the as the device performed without any temperature or irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3/9/20201, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported that during the procedure, coagulation was noted attached to the tip of the thermocool® smart touch® sf bi-directional navigation catheter. No patient consequences were reported; the patient did not exhibit neurological complications. It is unknown how the issue was resolved. It is unknown if the procedure was successfully completed. The ablation was done with 50watts/15ml. There were no issues related to temperature or flow. The generator was used in power control mode with a temperature cut off at 40 degrees. The patient was anticoagulated during the case and the activated clotting time was >300. The correct settings were selected on the generator. The pump was switching from low to high flow during the ablation. The ablation duration was 15 seconds max. The average contact force was occasionally greater than 25 grams. The irrigation was not used out of prescription. The pre-ablation setting was 1 sec pre, and 2 sec post. The visitag parameters were resp adj off, range: 5mm, time: force over time (fot) 3sec and 3g, tag size 3mm. Tag index was used as coloring option. In the opinion of the physician, the amount of coagulum was more than expected but not excessive. The physician considered the coagulum represented a risk of cerebral lesions.